Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that ring #16 had a white material stuck underneath the distal side of the ring. A scanning electron microscope (sem/eds) analysis was performed. However, the origin of the particle could not be determined. Further information was requested regarding the condition of the catheter. However, at this moment , it has not been available for biosense webster. The catheter outer diameters were measured and it was found within specifications. Per the event reported, the returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 19. Further examination revealed that the lead wire #19 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage could not be determined.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso catheter and the biosense webster failure analysis lab discovered that ring #16 had white foreign material underneath the distal side of the ring. Initially it was reported that the electrical potentials (electrode 9-10) of the lasso catheter were not displayed on both the carto system and the lab. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The patient's heart rhythm was still visible to the operator. The risk to the patient was low. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab discovered on october 20, 2015 that ring #16 had white foreign material underneath the distal side of the ring. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. The foreign material found on the usable length of the catheter has been assessed as a reportable malfunction. The awareness date was reset to october 20, 2015.